Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported leaking cartridge. No adverse event alleged. A request was made for the return of the device. Lot not provided.

Manufacturer narrative:
The used cartridge returned by the customer is not a roche product. No further investigation of the cartridge was conducted.